Event description:
It was reported that the patient presented for post-operation device check. It was revealed that the atrial leadless pacemaker (lp) was inappropriately capturing the right ventricle. X-ray was performed and verified the lp had dislodged. The lp was repositioned on (B)(6) 2025. The patient was stable.